Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed originating from the waste bag of the prismaflex m150 set during prime. There was no patient involvement. No additional information is available.